Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The distal lv (low voltage) e lectrode of the lead was covered in blood. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. During placement the lead exhibited undersensing with no r waves detected. Additionally, the helix of the lead never extended even after twenty rotations. The lead tip was observed to be deformed and bent to one side. The lead was removed and replaced. When the lead was removed the helix was turned twenty-five times and finally extended. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.